Manufacturer narrative:
Continuation of d10: product ID 978b128 (lot: va31m0c); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was experiencing a return of baseline symptoms, urinary incontinence, urinary frequency, urinary urgency. On 09/15/2025 the representative (rep) met with this patient at the surgery center, as they were posted for a full replacement. Patient (pt) stated that they had a return of baseline symptoms and the therapy has not worked for them ¿since the day that it was implanted¿. Pt said the test helped symptoms by 95%, but the implant did not make a change compared to the baseline symptoms. Pt has been seen by the nurse practitioner, ¿several times¿ and had multiple therapy adjustments by him in the office which did not help. Pt daughter stated that they ran the device at a ¿high setting ¿since implant in (B)(6) 2024. Today pt presented at the surgery center on program seven at 2.5 a but did not feel the stimulation. Pt stated that they had had the setting much higher in the past but does not remember the amplitude. Hcp fully explanted the old system and replaced it with a new system.  In recovery, pt felt a stimulation on program 3 at 3.6 amps, and the vaginal area.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.